Manufacturer narrative:
On 1/10/2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device it was observed a tear located in the union between patch and shell, no discoloration was observed. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and discoloration concomitant products: 275cc mentor memorygel breast implant, catalog # 3507275bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast surgery with 275cc mentor memorygel breast implants and experienced rupture and discoloration on the right side post-operational. As a result, the patient underwent device removal and replacement with a competitor product on (B)(6) 2019.